Event description:
It was reported that the device was used during a laparoscopic appendectomy procedure. The device was fired with a white cartridge during a transection and it misfired on the second firing. There was malformed staples in the pt's abdomen intra operatively. The staples were removed and another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.